Manufacturer narrative:
Results: the catrx was kinked approximately 17.0 cm from the hub. The catrx was fractured approximately 111.5 cm from the hub,and at the proximal end of the guide wire lumen. The guide wire lumen was not damaged. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked and fractured. If the catheter was advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked device is further manipulated, damage such as a fracture may result. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, while retracting the catrx, the catrx broke. There was no report of an adverse effect to the patient. No further information is available.